Manufacturer narrative:
Abbott diabetes care is submitting 5,147 under exemption e2015046 per the reporting instructions specified in the (B)(6) 2015 retrospective summary report approval letter from FDA. These are being filed as a result of the 483 observations cited by the FDA on (B)(6) 2015. Form code: (B)(4).

Event description:
The reporter contacted abbott diabetes care alleging the meter will not turn on. This is being submitted as part of a retrospective review of issues related to the reportable confirmed malfunction list. There was no report of death, serious injury, or mistreatment associated with this event.